Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was escalated from an impella cp and implanted with an impella 5.0 device for increased mechanical circulatory support. It was reported while on impella 5.0 support, the patient experienced hemorrhagic cerebrovascular accident. It was reported at the time, the patient had been heparinized for impella use, and the patient's activated clotting time was extended. After the stroke was identified by computed tomography, the patient's care was withdrawn and the patient expired while on impella 5.0 support. The physician determined that due to the heparin use, the relationship of impella use can not be dissociated with the stroke and therefore the patient's outcome.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Device history record review confirmed that the pump passed all post sterile inspection checks no device was received for evaluation. As sufficient clinical information was not provided, the root cause of the stroke/cva could not be determined. This report is being filed as part of a retrospective review of historical records.